Event description:
Information received indicates the foot end casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician replaced the missing rocker arm bolt to repair the stretcher.